Event description:
It was reported that non sustained rv oversensing due to post paced t wave oversensing was observed via a remote transmission. The device was reprogrammed. The patient was asymptomatic and doing well the entire time. Monitoring will continue.